Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded, and the tip of the device was damaged. The device was attached to an inflation device, filled with water, and was inflated to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities to the balloon. There was unreported tip damage to the device. The damage found is consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.

Event description:
It was reported that balloon rupture occurred and the procedure was cancelled/rescheduled. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure after passing the guidewire, the balloon ruptured and the device failed to cross the lesion. Another 2.50mm x 15mm emerge balloon catheter was advanced; however, after passing the guidewire, the balloon also ruptured and the device failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred and the procedure was cancelled/rescheduled. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the procedure after passing the guidewire, the balloon ruptured and the device failed to cross the lesion. Another 2.50mm x 15mm emerge balloon catheter was advanced; however, after passing the guidewire, the balloon also ruptured and the device failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient status was stable.